Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and battery error. Customer also indicated that the keypad buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button and battery errors but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage on the keypad traces. No button error alarms were noted. No display ramping on its own anomaly noted. No traces of moisture were noted at the electronic or motor assemblies. The pump powered up properly after battery installation. The pump was received with operating currents within specification. However, the pump was received with a corroded battery tube. No failed battery test alarm noted. The pump was received with a missing end cap sticker, minor scratches on the lcd window, and cracked battery tube threads.